Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was involved in an auto accident and was ejected from the car. The patient suffered from a compound fracture of the lower leg. His friend picked him up and tended to his injuries. The following day 911 was called and the patient was transported to the hospital where his fracture was not reduced for several days due to infection risk as a result of delay in treatment. Eventfully, due to the ongoing infection, the patient had a nonunion and the device was revised. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. Additional information has been requested but not received as of the submission date of this report. This report is for one unknown plate. Part and lot number are not available for reporting. The subject device is expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was implanted with and unknown plate in a lower extremity on (B)(6) 2013. On an unknown date it was reported that the plate failed (unspecified failure) and the patient sustained unspecified injuries on an unknown date. This report is for one unknown plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient height reported: (B)(6) 2010, (B)(6) 2012, (B)(6) 2013: (B)(6); (B)(6) 2010, (B)(6) 2015, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014: (B)(6). Patient weight: (B)(6) 2010: (B)(6); (B)(6) 2010, (B)(6) 2015, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012: (B)(6); (B)(6) 2012: (B)(6); (B)(6) 2012: (B)(6), (B)(6) 2012: (B)(6); (B)(6) 2012, (B)(6) 2013: (B)(6), (B)(6) 2013, (B)(6) 2014: (B)(6). Continued: on (B)(6) 2013: no serious injury to right knee. The prosthesis is intact. No visible bone injury. Observed is the presence of a medial hemiarthroplasty of the right knee. Alignment and appearance of the prosthesis is stable and near anatomic. There is no evidence of loosening. There is continued presence of moderate narrowing of the lateral and patellofemoral compartment with hypertrophic change. No fracture or bony erosion is seen. There is presence of trace right knee joint effusion. Focal sclerosis and cortical change from prior surgery at the proximal right tibia is stable. Density, stature and alignment of the thoracic vertebra segments are grossly normal. There is mild to moderate scattered disc space narrowing accompanied by hypertrophic spur formation at multiple mid lower levels. Thoracic appendages appear grossly intact. Costovertebral junctions are unremarkable. No paraspinous soft tissue abnormality is detected. (B)(6) 2013: (B)(6) 2013: (B)(6) 2013: (B)(6) 2013: stable right knee medial compartment hemiarthroplasty with anatomic alignment, no evidence of loosening or infection and stable appearance. Moderate lateral and patellofemoral joint arthritis. Small joint effusion right knee. No osseous lesions are present in bones. Osseous alignments is maintained; there are moderate degenerative changes in joints. The soft tissues are unremarkable. No radiopaque foreign bodies are present. On (B)(6) 2013: patient status post orif of a distal radius fracture with surgical plate and multiple screws. Compared to prior exam there is evidence of interval bony callus formation. The alignment is not significantly changed compared to prior exam. There is no evidence of hardware complication. (B)(6) 2013: (B)(6) 2014: lab work: (B)(6) 2010, (B)(6) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bilateral knee injury on (B)(6) 2002; the client allegedly carried a "bunch of tools", stood up and his knees just "blew". He had 5 knee arthroscopies with carticel; spacer and osteotomy through (B)(6) 2011. Right total knee replacement recommended but was delayed due his young age. A right unicondylar knee replacement and removal of pate and medial spacer (B)(6) 2012. Continued pain 6 month post knee replacement. Only 10% improvement. On (B)(6) 2013 the patient had a slip and fall; concerns of injury to right knee arthroplasty. On (B)(6) 2013 psychiatric exam - severe depression, medication treatment and psychotherapy recommended. During the exam the patient reported while he was drilling a hole into concrete and a bit jerked and crashed into his right knee. He dropped instantly to and was in severe pain. On (B)(6) 2013 right knee x-ray findings: stable right knee medial compartment hemiarthroplasty with anatomic alignment, no evidence of loosening or infection and stable appearance. Moderate lateral and patellofemoral joint arthritis and small joint effusion right knee. The patient had a car accident (B)(6) 2013, multiple trauma status-post (s/p) open reduction internal fixation (orif) right distal radius fracture, tibial pilon fracture, fibular shaft fracture, s/p retrograde nailing of left femur fracture, orif left patella fracture and free flap coverage medial ankle soft tissue defect. Continued ongoing right knee pain suggesting a neurogenic component to his ongoing knee discomfort.